Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm permanent cautery spatula (pcs) instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument did not have any frayed cables. Additional observations: a segment of the conductor wire was found to be dislodged and was sticking out from the distal clevis. A loop of wire was protruding above the outer surface. The wire insulation was not damaged, no thermal damage was found, and the instrument passed an electrical continuity test. The probable root cause of a dislodged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.